Event description:
The customer reported obtaining out of range quality control results for latron control c when run on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) was dispatched to evaluate the instrument at the customer's site.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the radio frequency (rf) preamplifier detector card to resolve the issue. (B)(4).